Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they have had ongoing issues with questionable results for an unspecified number of patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 602 module. The reporter provided data for one patient sample tested on (B)(6) 2019 and this sample had discrepant troponin t results. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 239.9 ng/l. The sample was repeated on (B)(6) 2019, resulting with a value of 21.69 ng/l. The troponin t reagent lot number was 38154700, with an expiration date of 31-may-2020.

Manufacturer narrative:
The calibration data was acceptable. Level 1 qc was completed the day of the event, and was within acceptable range. The alarm trace contained an abnormal sample aspiration alarm on the day of the event. This alarm indicates a pipetting issue related to poor sample quality. A general reagent or instrument problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.